Manufacturer narrative:
The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The lvad pump ((B)(4)) was returned to the manufacturer. Upon device return, this complaint was marked as a non-valid complaint; therefore, additional tests were not performed, and the device was eventually disposed of per current procedure. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis, thus not confirming the reported "high power" event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) was used as there is no code for hospitalization and pump exchange.

Event description:
It was reported by the site that the issues started a few weeks ago with hemolysis (ldh 3500 - 40000 u/l). The team initiated lysis twice and was able to improve the patient's condition for two or three days. Then ldh went up to 5000 u/l, inr went up to 6.5. In tee the physicians saw now the first time that the leaflets of the aortic valve were merged. Patient decompensated. Decision was taken to exchange the pump. During the exchange procedure no thrombus was found in the ventricle. However there was a thin layer of fibrinogen found on the inner surface of the apex around the inflow cannula of the pump. The doctor is suspecting this layer to be able to obstruct the inflow of the pump. He does not suspect the pump of a malfunction. It was stated that the pump worked normally during the wet test ((B)(6) 2012) but then had high power five (5) minutes after implant in the patient. When the pump was removed from the patient, they found a crystalline substance on the rotor, cleaned it off and then re-implanted. Minutes later again, they again had high power. The surgeon had the staff prep a new pump but during this time, the implanted pump's power normalized. The surgeon opted to leave the pump in rather than re-explant it again. No additional information available.